Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11, b5, d5, e2, e3, e4, e1 (initial reporter, event site email), g2. A getinge field service engineer (fse) evaluated the unit and found the power supply assembly not working and needs to be replaced. Per the fse the customer is not interested in repair, unit is completely down.

Event description:
It was reported that during routine check the cs300 intra-aortic balloon pump (iabp) had no display on the screen. There was no patient involvement.

Event description:
It was reported by fse that the cs300 intra-aortic balloon pump (iabp) had no display on the screen. There was no patient involvement.

Manufacturer narrative:
Due to character limitation of e1(event site name): (B)(6). Due to character limitation of e1(event site address): (B)(6). A supplemental report will be submitted upon completion of our investigation.